Event description:
Tech alleged that the head of the bed is drifting downward slowly. No pt impact.

Manufacturer narrative:
Tech tested the bed and determined the issue to be a faulty cardiopulmonary resuscitation valve. Tech replaced the cardiopulmonary resuscitation valve to resolve the issue.